Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 91, 253 mg/dl. The customer was treated with the manual injection and insulin pump. The customer alleges insulin pump was under delivering because they had high blood glucose. The customer reported that there were small air bubbles into the infusion set near the reservoir. The customer stated that the drive support cap appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The product will not be returned for analysis.